Event description:
Related manufacturer report number 1627487-2022-05967. It was reported the patient experienced ineffective stimulation and had stopped charging the ipg which made it inoperable. Surgical intervention was undertaken on (B)(6) 2022, and the whole system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.